Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The company representative replaced the drive manifold (part number: 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer. The drive manifold has been received at the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch form will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test failure code number 53" (shuttle transducer offset failure) alarm and stopped pumping. The customer rebooted the iabp and resumed therapy. However, the iabp soon stopped pumping again. The patient was switched to another iabp and therapy was continued. No patient injury was reported.